Manufacturer narrative:
(B)(4). A follow up submission will be completed upon carefusion's investigation.

Event description:
We were inserting an ipc as usual. We were unable to aspirate any fluid from the patient via the introducer needle despite being conscious that we had advanced the needle into the pleural space (and had got fluid freely when infiltrating with local anaesthetic). We were aspirating air (but were confident we had not caused a pneumothorax). I was unable to establish why this was initially but on closer inspection there was a very fine crack running down the side of the pink hub of the introducer needle. We had not done anything different to usual, not applied any excessive force, not used any alternative kit. Lengthened time of procedure but no harm to patient. Was the procedure completed: could not continue with that kit so had to open another pack in order to finish the procedure. No sample available

Manufacturer narrative:
(B)(4). Investigation was not able to confirm a crack on the introducer needle since the complaint sample was not returned for evaluation and pictures was unavailable for review. DHR review was performed but did not identify any issue with (B)(4) incoming inspection because this was a skip lot. The reported failure mode was not confirmed; therefore, no probable root cause could be determined. Thus, no corrective action plan could be identified. Bd is committed to quality and patient safety and has taken proactive action by issue a supplier quality notification to our supplier of the alleged issue. The failure mode will be entered into the complaint management system and will be tracked / trended for any additional similar failure modes.